Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial left tka on an unknown date. The patient's tibial plateau began to collapse medial, causing her implant to tilt into varus. The patient was revised on (B)(6) 2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.